Manufacturer narrative:
Implant was implanted in the month of (B)(6) 2015. The exect date is not known. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: mis-plif, levels: l4-5, pre-operative diagnosis: lcs:l4/5 it was reported that on an unknown date, post-op, sinking of cage caused pseudarthrosis. The surgeon told that the end plate might have been damaged during rotation. Product came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.